Manufacturer narrative:
(B)(4). Date sent to the FDA: 08/05/2019. It was reported that the device had a pull off suture needle issue. Three unopened samples of product code jb724, lot pa5056 were returned for analysis. The product code is control release. The complaint sample was not returned. During visual inspection of three unopened samples, no defects were found on the packages. Samples were opened and contains eight strands; the swage and attachment area of the samples were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects or damaged were found. A functional test was performed and the pull force results meet the customer requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the conditions of the samples received, no performance needle pull off was found, and the tested samples met the finished goods requirements. Representative samples returned to support investigation of 5 device issues captured in reports 2210968-2019-83501, 2210968-2019-83504, 2210968-2019-83505, and 2210968-2019-83506. Analysis results have been included in follow-up reports for each.

Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's related to the reported complaint condition were identified. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure in (B)(6) 2019 and the suture was used. During the procedure, the needle was detached from the suture easily during use. It was a control release needle. There were no patient consequences reported.